Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 427 mg/dl and insulin injections were used to address the high bg level. After performing a system check, the customer was not sure if the occlusion was within the infusion set tubing or the cartridge.

Manufacturer narrative:
Correction: brand name, common device name.